Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging the meter produces an inaccurately high reading compared to another device. The lfs meter was reading "169mg/dl" compared to "129mg/dl" on an unknown meter within 30 minutes of each other. Based on statistical methodology, the calculated difference of the results exceeds the expected value of <=30% for readings above 75mg/dl taken within 30 minutes of one another. This problem is being reported because the issue was not solved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.